Event description:
It was reported to philips that the efficia dfm100 defibrillator exhibited a battery error and needs to be replaced. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that there was a battery error. The fse evaluated the device onsite. It was determined that there was battery error due to a battery failure, and it was recommended to replace the battery. The battery has reached its end of service (eos)/end of life (eol), and can no longer be used. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a battery failure. Further root cause analysis could not be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was advised to replace the battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that there was battery error. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that there was battery error. Available details indicate that there was battery error and it was necessary to change the battery. The battery has reached its end of service (eos)/end of life (eol), and it can no longer be used. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The battery has reached its end of service (eos)/end of life (eol), and it can no longer be used. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.